Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported, the patient experienced dizziness, and repeatedly visited the hospital. It was also reported by the patient's family member, that the physician indicated no problems were found with the implantable pulse generator (ipg). The patient experienced multiple fainting problems, and presented a healthcare facility for evaluation. Evaluation revealed the ipg was fully charged, but must be replaced. A new pacemaker was implanted, and the ipg remains in the patient's body temporarily. No further patient complications have been reported as a result of this event.